Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. Std review - no anomalies were found. The device was returned and analyzed. No anomalies were found.

Event description:
It was reported that the patient complained of feeling 'symptoms' and of having a 'slow heart rate.' The device was found to have mode switched inappropriately, and was incorrectly lowering the patient's heart rate. The patient indicated having started using a transcutaneous electrical nerve stimulation (tens) unit recently. The device was explanted and replaced. No further patient complications have been reported as a result of this event.